Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic. Device interrogation revealed, the patient's implantable cardioverter defibrillator (ICD) was over-sensing far r-waves which caused inappropriate automatic mode switch (ams). Programming changes were completed and resolved the far r-wave over-sensing. There were no patient consequences.